Event description:
The customer reported that total daily basal is usually 9.9; however, pump history indicated that total daily basal was 9.86 for the previous day. During troubleshooting with tandem technical support, customer was asked if insulin delivery had been stopped or if an alarm had occurred. The customer did not remember any alarms. Customer was asked to upload pump data so that it could be determined when pumping stopped. Customer declined to upload and was satisfied. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.